Event description:
It was reported that a spectrum pump displayed air in line error. This occurred in the biomed service department during an unknown process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the customer reported "says air in line error message even when the set is not loaded" was unable to be reproduced. A review of the event history log (ehl) revealed multiple occurrences of air-in-line alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the sensor to be out of specification. The downstream sensor and both force sensor no-tube and force sensor scale factor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.